Manufacturer narrative:
1. DHR/bhr review (lot#: 4145141): 1) the products of this batch were assembled at intima ii auto line 2 in july 2024, and packaged at r240 package line and cfs package line in july 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3) review the production records with no nonconformance, deviation or rework activities. 4) the prn batches used in this batch of products are 4148329 and 4149630, review the raw material inspection records, no abnormalities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use to prevent leakage. Conclusion(s): no abnormality is found on process and retained sample. As no defective sample has been received for further testing, and the usage of the sample is unknown, so the root cause of the prn leakage cannot be determined. The plant will continue to pay attention to such defects.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii 24gax0.75in prn slm had leakage at the adapter tubing junction. The following information was provided by the initial reporter: the patient was admitted on (B)(6) 2025 at 15:26 with a history of ¿elevated blood glucose for 2 years and excessive thirst and polyuria for 1 month.¿ admission diagnosis: type 2 diabetes with poor blood sugar control. On (B)(6) 2025 at 16:00, while the nurse was administering insulin to lower the patient's blood sugar via an intravenous pump, saline leaked from the edge of the prn cap on the intravenous cannula. The prn cap was replaced with a separately packaged one, and there was no effect on the patient.